Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the balloon, in the guide wire lumen and in the hub. There was contrast in the balloon and in the distal shaft. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when fluid came out of a longitudinal rupture on the balloon. There was a longitudinal rupture on the balloon, 1 mm proximal to the balloon proximal marker extending distally for a length of 1.6 cm. There was no scratch visible on the balloon. The voyager was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager was inflated to normal pressure for post-dilatation, at which time the balloon ruptured. There were no patient effects. No additional event or patient information is available.